Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 8 months. The explanted device is expected to be returned for analysis. It has not yet been received. Additional information was requested, but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange on (B)(6) 2016. Additional information was requested but has not been provided.

Manufacturer narrative:
Device evaluation: the report of thrombus was confirmed. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing ball and cup. The thrombus appeared to have evidence of laminated layering, which is an indication that it likely developed over an undetermined period of time while the pump was operating. Examination of the proximal side of the outlet stator also revealed depositions of non-laminated thrombus situated in between two of the stator blades. The depositions had areas of denaturation but were not adhered to any surface. The depositions¿ lack of laminated layering suggests that they did not form in this location; however, their areas of denaturation and the circumferential contact marks on the outlet cone section of the rotor, indicate that they were present in the outlet stator while the pump was operating. Although their specific origin and duration of time for which they were present in the pump could not be conclusively determined, they could have contributed to the patient¿s elevated lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis, hemolysis, and renal failure are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system.

Event description:
Additional information: it was reported that the patient was readmitted due to having elevated lactate dehydrogenase levels and was started on heparin infusion therapy. The patient developed heart failure symptoms with dark colored urine and the estimated flow values were lower than normal, but there were no alarms. The pump was exchanged when the patient's clinical condition continued to deteriorate with worsening renal function.

Manufacturer narrative:
Multiple requests were made for the device to be returned for evaluation; however, the device was not received. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.